Event description:
Customer reported the catheter kinked. PICC was inserted in the right brachial vein with a total catheter length of 42cm and 0cm left external. PICC was indwelling for 15 days. Kink occurred near the insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.